Event description:
Pt was in long term acute care for physical rehab. Pt was found by the night shift rn with blood coming from the catheter site. One port of catheter was completely "torn" off, found in bed, jagged on end, no blood on the disconnected piece. The pt spoke once, staff then unable to get blood-pressure. Significant amount of blood found in bed. Pt in emd on monitor.